Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and reported standby was performed with no issue. The device passed pre-operational check. No error codes were found. The asp performed flow accuracy test and it passed. The asp updated the operating software to the latest revision as preventative measure. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer biomed, reporting the v60 ventilator would not stay in standby mode. The device was in clinical use. There was no report of harm. The unit was removed from service for evaluation. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported problem. The rse advised customer v60 software version 3.20 is available for v60's with the high flow therapy option installed. The software will allow for the zeroing of the flow sensors. The v60 flow sensor may have drifted out of calibration.